Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to an infection.

Manufacturer narrative:
1644408-2022-00931 was reassessed and determined to be non-reportable.